Manufacturer narrative:
On 04-jan-2018 product investigation results: the reporter returned toothbrush head on 22-nov-2017. Toothbrush head confirmed to be counterfeit.

Event description:
While brushing my teeth this has happened- oral-b dualaction brush head [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via social media on (B)(6) 2017 that while brushing her teeth with an oral-b dualaction brushhead, this happened. She reported the brush head was a month old, and the brush head before that did the same. This had happened twice. The consumer submitted a picture of the product revealing the upper bristle component detached from body of the brush head. No symptoms were reported. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
While brushing my teeth this has happened- oral-b dualaction brush head [device breakage] no adverse event [no adverse event] case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via social media on (B)(6) 2017 that while brushing her teeth with an oral-b dualaction brushhead, this happened. She reported the brush head was a month old, and the brush head before that did the same. This had happened twice. The consumer submitted a picture of the product revealing the upper bristle component detached from body of the brush head. No symptoms were reported. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.